Manufacturer narrative:
The field service engineer determined that the mixer speed was in range, but the liquid level detection voltage was not stable. He changed and adjusted the sample and reagent probes and the voltage was then stable. The performance check and qc were acceptable.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys troponin I immunoassay result on a cobas e 411 immunoassay analyzer. The initial troponin result was 16.45 pg/ml with a data flag. The erroneous result was reported outside of the laboratory. The customer notified the physician that they would rerun the sample because the result was accompanied with a data flag. The repeat result was 286.2 pg/ml with a data flag. The sample was not run again because the patient was known to have high troponin results. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was not provided. The field service engineer (fse) ran a performance check and changed the uninterruptible power supply battery. It was not known if the customer was using the recommended rack adapters. Based on the provided qc the investigation determined that the qc was in range. The investigation was unable to find a definitive root cause.